Event description:
1. There was an allegation of questionable elecsys t3 results for one patient from the cobas e411 rack analyzer. 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
1. Summary of investigation results: the investigation was unable to determine a specific root cause. As no sample material was available, further investigation was not possible. 2. Summary of follow-up/corrective actions taken: there were no follow-up/corrective actions. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.